Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were sticky. The reporter stated that the keypad was intact. The pump was reportedly worn attached to a belt and was not cleaned. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and down arrow keypad buttons were intermittently unresponsive; the up arrow and contrast keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.